Event description:
It was reported that the device exhibited elective replacement indicator and diagnostic anomaly. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of diagnostic anomaly could not be confirmed. The device had reached elective replacement indicator. Expected longevity could not be determined due to lack of information on parameter settings. Review of stored battery data showed normal battery depletion.